Event description:
Related manufacturer reference number: 2017865-2021-31920. It was reported that the patient presented for a follow-up in clinic. A chest x-ray confirmed that both the right atrial (ra) and right ventricular (rv) leads was dislodged. Additionally, the helix did not come out in one of the leads and in the other it did not fixate. It is unknown which lead each helix issue is allocated to. The patient was asymptomatic. The ra and rv leads was explanted and replaced. The patient was stable throughout the procedure.